Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0401877v, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient fell two weeks ago but did not notice any change in mobility; the patient already had freezing and balance issues. On (B)(6) 2016, high impedances were noted as unipolar being greater than 2,000 ohms and bipolar being greater than 4,000ohms; impedances involved electrode #2 which is a non-therapy electrode. No changes in therapy were noted. An x-ray was taken but the hcp did not have the results. Follow-up revealed the patient has a history of falls which increased around the week of (B)(6). It was noted that patient fell on her right shoulder and neck areas as well as her chest on different occasions; no recent head trauma was reported. The hcp also stated that the patient has had frequent freezing for the past 1-2 years that has not improved with programming. The patient was advised to walk with a walker at all times but she often will walk without it. The interventions regarding the impedance issues included eliminating the use of lead 2 and adapting the settings. The exact cause of the high impedances was not determined but it was assumed that there was a loss of contact from the falls. The new programming settings were tolerated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.